Event description:
The physician attempted arteriotomy closure using the perclose a-t (closer a-k) device after an interventional procedure. Fluoroscopy was performed prior to the procedure and revealed: vessel size was six (6) mm, the site was confirmed in the common femoral artery (cfa) and there was no vessel calcification or tortuousity. It was noted that there was no scar tissue at the groin site. The device was inserted without any issues, however, there was an issue with "device removal." The physician performed fluroscopy when resistance was met during device removal. It was found that "the foot cannot be retracted." It was noted that the "anterior needle broke during the procedure and the posterior needle could not be removed from the suture storage lumen." Reportedly, "the lever could not be pulled back. At the time the doctor found he had not pulled the plunger out of the storage lumen. When he pulled the needle plunger, the posterior needle broke. The physician admits that before removing the needle he did not close the foot." Reportedly, the "physician made an incision and dilated the point of puncture, took the device out, and used surgical suture to sew the vessel." The pt's hospitalization was prolonged as a result of this event. However, the pt remained in the hospital for "one and a half months." It is unknown whether the prolonged hospital stay was related to the event that occurred. The pt was discharged in 2005 in "satisfactory condition."